Manufacturer narrative:
(B)(4). The pd nurse declined to return the homechoice device for evaluation. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was undetermined. A service history review was performed and there were no issues identified that may have contributed to the issue. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During a call with baxter's technical service center for assistance with the homechoice, the home patient reported that he had an inguinal hernia repair. Additional information was obtained from the peritoneal dialysis (pd) nurse on (B)(6) 2011. The pd nurse stated the inguinal hernia was a result of pd therapy and not a pre-existing condition. No additional information was provided.